Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to missing motor support disk. The insulin pump was received with cracked battery tube thread, broken belt clip slot, and cracked reservoir tube lip noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.